Event description:
It was reported that pt underwent total knee arthroplasty 2003. Revision procedure took place 2005 to remove components due to infection.

Manufacturer narrative:
A retrospective review of file was performed in 2007. Initial assessment did not determine event details to be reportable. During review, determination was made that details provided meet reporting requirements. Current info is insufficient to permit a conclusion as to the cause of the event. The user facility is outside of the united states. No medwatch report was received. No user facility info is available. This report filed on november 30, 2007.